Event description:
During an anterior cervical discectomy and fusion (acdf), the split ends sheared off the shaft of the tool, leaving two broken bits in the head of the screw. The surgeon was not torquing the screw but simply inserting it in a normal fashion. The two broken pieces were removed from the end of the screw after several attempts and the screw was seated and locked successfully. Surgery time was extended no more than 10 minutes due to the alleged incident. Surgery was completed. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.